Event description:
Foley catheter used for intravesicular treatment malfunctioned when balloon failed to deflate per normal procedure. Upon completion of intravesicular treatment, catheter balloon would deflate using syringe. Urology department specialist was called to assess and ultimately had to deflate the balloon using a needle after attempting to deflate by cutting the catheter. FDA safety report ID# (B)(4).